Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the medtronic no cross stent which was damaged on inspection after removal was inspected before use with no issues noted. Resistance was noted while advancing this device to the lesion. The medtronic no cross stent was not implanted in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent unintentionally dislodged from the stent delivery system (sds) balloon, in an extremely tortuous vessel, during delivery to the lesion. The lesion was severely tortuous, and severely calcified and located in the mid-distal right coronary artery (rca). The device was inspected before use with no issues. Negative prep was performed with no issues. Resistance was encountered when advancing the device. The dislodged stent was not removed. The dislodged stent stayed on wire, and one 2x12mm sprinter balloon and one 3x15mm euphora balloon were used to dilate/expand and deploy the stent in the vessel. The patient received almost 10gy in dose. Previous to this event a no cross stent was damaged on inspecting upon removal from the body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion was pre-dilated. The patient received almost 10gy in dose of radiation. Previous to this event a no cross medtronic stent was damaged on inspecting upon removal from the body. There is no complaint against the sprinter and euphora balloons used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.